Event description:
It was reported that the 8800 system had an error message displayed at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery, battery charge board, and pre-charge board were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.